Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the band could not fire. It was reported that there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head was returned with the device. The trip wire was secured in the handle assembly and it was partially rolled in the handle assembly. It was also noted that it was kinked at the proximal section. The suture was broken. It was noticed that one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture break was likely to remove the device from the scope. The ligator head was returned with all the bands attached to it. Some bands were moved out to their original position and one band was caught under other bands indicating that the device failed to deploy. The suture hole was in good condition and no damages were observed. Some ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The trip wire bent/kinked could occur during the device setup when securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally, the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. The reported event was confirmed. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Additionally, it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the band could not fire. It was reported that there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There was no patient complications reported as a result of this event.